Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother decided to change cannula and it was discovered that cannula remained in customer's body. Patient immediately went to a hospital. Minor surgery was carried out but cannula was not found. X-ray was performed, the needle was still in the body in a muscle. The surgery is planned for (B)(6). A request was made for the return of the device.